Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to the printed circuit board during visual inspection. However, found corrosion inside the battery tube during visual inspection. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. Customer reported the battery leaked in the pump. Her husband stated the battery compartment had corrosion. The customer stated the pump has died, with display flashing white or blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.